Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in a non-tortuous and moderately calcified superficial femoral artery. An 18-4/5.8/120 xxl balloon catheter was advanced for dilation. During inflation, the balloon was ruptured inside the patient. The balloon did not reach the nominal pressure of 5 atmospheres as it ruptured at 2 atmospheres and there was blood in the insufflator hose. The device was simply removed in one piece, and the procedure was completed using an alternate device. No patient complications were reported.